Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08520 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 800 mg/dl on (B)(6) 2018. Customer did not mention symptom. Blood glucose value when admitted to hospital was 805 mg/dl. Customer blood glucose reading for time of the incident was 800 mg/dl. Customer current blood glucose reading was 465 mg/dl. Customer did not mention if the insulin pump system was using within 48 hours of reported high blood glucose reading event. Customer was treated with syringe of 10 units. The names of the hospital is (B)(6) in (B)(6). The reporter name is (B)(6). The reporter phone number is (B)(6). Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. There were air bubbles in the tubing. The drive support condition was not mentioned. Infusion set was changed on (B)(6) 2018. Customer did not perform hp test. Products will not be returning for analysis.

Manufacturer narrative:
(B)(4).

Event description:
There was no mention of customer's grandmother. Customer wanted the pump replaced. Customer was using the pump within 48 hours of the high bg event. Customer declined troubleshooting for air bubbles. Product was set to return for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.